Event description:
Smiths medical has been notified of an event of mediastinal emphysema and tear in membrane after percutaneous tracheotomy. This pt was suffering from interstitial pneumonia and on a ventilator. The hospital judged to require tracheotomy and performed percutaneous tracheotomy in 2008. During the procedure, they confirmed the trachea using a fibroscope only on inserting a guide wire. Immediately after the procedure, sputum was aspirated with the fiberscope. No abnormality was found at that time. In the morning of the event date, mediastinal emphysema and tear in membrane was found. The site of tear in membrane was posterior wall of the tracheostomy site. Whether the product was checked before use or not is unk. Event occurred at medical center in another country.

Manufacturer narrative:
Results evaluation: investigation of this complaint was conducted based upon complaints history and clinical options following a review of the incident report. A review of our complaints confirmed this to be the second complaint of this nature for this product group during the past five years. A batch review was not possible as no lot number was available. Following a clinical review of the procedure we have established the most likely cause for the damage relates to poor handling of either the 14fg blue pre-dilator or forceps. It seems likely that the tip of the pre-dilator or forceps were over inserted, resulting in a damage to the posterior wall of the trachea. These products have been manufactured and distributed for almost 15 years with no previous instances of such damage resulting from the device failure. This report have been logged for trending.